Manufacturer narrative:
The failure analysis engineer (fae) performed additional investigation on the articulating catheter. The distal tip of the device, including the control ring, tip ring, and distal end of the spine, was observed to be missing from the catheter. The distal tip was not returned with the device.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the catheter that was involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the reported failure. Functional testing of the device in an attempt to replicate the reported complaint is not possible due to the returned condition of the device. Additional observations not reported by the site that were not related to the customer reported complaint were identified. The catheter was found to have fluid intrusion to the tool channel and fibers of the sensor connector. Fibers of the sensor connector were inspected and they appeared to have signs of fluid intrusion. The catheter was found to have failed the air leak test. A steady stream of bubbles was observed coming from the broken distal tip area. The catheter was found to have a broken distal tip. A piece approximately 9 mm x 2.85 mm was not returned with the catheter.

Event description:
It was reported that during central processing, the fully articulating catheter was noted to be prematurely expired. There was no report of patient involvement.